Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, missing end cap sticker, minor scratches on display window and cracked case near display window corners. Intermittent button response due to corroded keypad traces. No button error alarms noted the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unresponsive buttons. A button error alarm was found in the history file. No significant events were recalled leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.